Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device and the images provided, the partial deployment of the stent could be confirmed. The delivery system was found to be fractured at the distal end. Reportedly, the distal fractured end of the delivery system and stent were fixed to the vessel wall. The proximal part of the fractured stent was not returned; the disposition is unknown. The grip section was found to be in good condition. As the distal part of the system could not be evaluated, no further conclusion could be drawn. Potential contributing factors to increased release force and subsequent deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the tracking path was calcified and also heavy calcification was present in the sfa. As reported, the lesion had been pre-dilated and the system could be easily advanced to the lesion site. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. The use of a guide wire smaller than recommended in the IFU is considered a contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The IFU indicates that a 0.035" guide wire is required for the procedure.

Event description:
It was reported that during a stenting procedure for treatment of a significant residual obstructive disease and heavy calcification in the sfa, upon attempting to release the vascular stent the release mechanism malfunctioned and the stent completely fractured into two pieces inside the sfa. Prolonged unsuccessful attempts were made to retrieve the detached stent by using a snare device. The procedure was completed by performing additional pta and stenting to fix the stent fragments against the vessel wall. There was no reported patient injury.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure for treatment of a significant residual obstructive disease and heavy calcification in the sfa, upon attempting to release the vascular stent the release mechanism malfunctioned and the stent completely fractured into two pieces inside the sfa. Prolonged unsuccessful attempts were made to retrieve the detached stent by using a snare device. The procedure was completed by performing additional pta and stenting to fix the stent fragments against the vessel wall. There was no reported patient injury.